Manufacturer narrative:
Complaint conclusion: as reported, a 120cm outback elite re-entry catheter reached the entry part; however, it was difficult to transmit torque when adjusting the lt direction. The cannula was deployed by turning the handle and the catheter at the same time to point the device in the correct direction. Reentry was unsuccessful, changed parts and tried again. The doctor tried to ¿store the cannula¿ once, but even the handle was operated; the cannula was not retracted. When the handle was disassembled and grabbed the inner cylinder directly and pulled it, it came out. However, there was no cannula at the tip. It was confirmed by fluoroscopy that it still remains in the body. An unknown guiding sheath was delivered to the superficial femoral artery (sfa) and removed the device, and the cannula came out. After removal, angiography showed no damaged to the blood vessels. The procedure abandoned the continuation of the treatment. Initially, the target lesion was from the left common femoral artery to the right superficial femoral artery which had chronic total occlusion (cto). A contralateral approach was made. The branch angle of aortic bifurcation is 45 degrees. The lesion had no acute and tortuosity. A 6f non-cordis guiding sheath was used. The length of the lesion was about 25cm. The lesion had moderate calcification. A 3mm x 4cm unknown balloon was inflated as pre-dilation and an outback catheter was used. A non-sterile unit of product ¿outback elite 120cm re-entry¿ was received coiled inside of a clear plastic bag. During the visual inspection, a separated segment of the cannula was observed. It was completely disassembled from the product. The separation is located at 129 cm from the proximal end of the unit. The cannula at the device was fully deployed. Also, a curved condition on the shaft was noticed. No other damages or anomalies were observed on the returned device. Note: the outback elite catheters are packaged with the cannula deployed. Functional test was not performed due to the condition as the unit was returned. Sem results showed the separated area of the cannula of the outback elite 120 cm re-entry unit presented evidence of ductile dimples on the separated cannula¿s metal shaft material. Also, adhesive residues were observed on the cannula. The ductile dimples found on the cannula´s shaft material, are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the cannula material was induced to a tensile force that exceeded the cannula material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17920532 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported cto catheter system torquing difficulty could not be confirmed since functional analysis could not be performed due to the condition of the returned device. However, the reported cannula/needle - fractured/separated - in patient was confirmed through analysis of the returned device. The exact cause of this condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (such as attempting to position the device despite the torquing difficulty experienced) may have contributed to the separation of the device as evidenced by the ductile dimples in the area of separation. The ductile dimples found on the cannula´s shaft material is commonly associated with separations caused by material tensile overload. Therefore, it is likely that the cannula material was induced to a tensile force that exceeded the cannula¿s material yield strength prior to the separation. According to the information on safety within the instructions for use (IFU), ¿excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ the IFU also states, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ while in the patient, the IFU states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site. If, after advancing the guide wire distally, it is desired to retract the guide wire and resistance is experienced, first retract the cannula (guide) fully into the outback elite re-entry catheter, then proceed with retraction of the guide wire. Retract the cannula tip into the outback elite re-entry catheter by fully retracting the handle deployment slide until it stops. Release the handle deployment slide button to lock the deployment slide in the retracted position. Ensure the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guide wire.¿ neither the product analysis nor the phr review suggests that the failure experienced by the customer could be related to the manufacturing process. Controls are in place to verify the device conditions and all were found to be acceptable therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17920532 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 120cm outback elite re-entry catheter was reached the entry part; however, it was difficult to transmit torque when adjusting the lt direction. The cannula was deployed by turning the handle and the catheter at the same time to point the device on the correct direction. Reentry was unsuccessful, changed parts and tried again. The doctor tried to ¿store the cannula¿ once, but even the handle was operated; the cannula was not retracted. When the handle was disassembled and grabbed the inner cylinder directly and pulled it, it came out. However, there was no cannula at the tip. It was confirmed by fluoroscopy that it still remains in the body. An unknown guiding sheath was delivered to the superficial femoral artery (sfa) and removed the device with the cannula came out. After removal, angiography showed no damaged to the blood vessels. The procedure abandoned the continuation of the treatment. Initially, the target lesion was from the left common femoral artery to the right superficial femoral artery which had chronic total occlusion (cto). A contralateral approach was made. The branch angle of aortic bifurcation is 45 degrees. The lesion had no acute and tortuosity. A 6f non-cordis guiding sheath was used. The length of the lesion was about 25cm. The lesion had moderate calcification. A 3mm x 4cm unknown balloon was inflated as pre-dilation and an outback catheter was used. The device will be returned for evaluation.